Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer experienced low blood glucose of 48mg/dl as customer had manual injection. Customer was treated with 2 cups of coffee and then blood glucose was 294mg/dl. Customer declined troubleshoot for insulin pump. Insulin pump will not be return for analysis.